Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of sensor glucose versus blood glucose differences. The customer stated that the insulin pump suspended but blood glucose was at 190 mg/dl. While at school, the customer stated that the pump alarmed change sensor. The customer's latest blood glucose was 98 mg/dl and sensor was less than 1 day old. The customer reported cannula not bent. The sensor will not be returned for analysis.